Event description:
It was reported when the menu function is not working, it displays horizontal bars. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is out of electrical specification; lower display only displays a line across it. Lead flex cover is broken. Two case screws are from a different epg (external pulse generator) model. Lead flex cover is broken. Keyboard is scratched.